Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had been having grief with their gastric stimulator for a while and got the approval to have the device removed and are just waiting for the date of the surgery. It was noted that the whole implant, including the leads, were going to be replaced. No further complications were reported/anticipated.